Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause for the malfunctions could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that, during the device evaluation, the colonovideoscope exhibited error e315 and had severe liquid immersion, discharging black water from both the control body and the bending tube. There was no patient involvement.